Event description:
Kangaroo pump tubing changed per protocol, but new set kept alarming that there was a problem with the flow of tube feeds. Tubing allowed for flushing and had no issues priming. Verified that there were no kinks or occlusions but pump still alarming. Tube feed changed again, and no further alarms/error messages noted.